Event description:
It was reported that insulin pump was dropped and drive support cap was damaged. Customer's blood glucose was 206 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The following cosmetic damage was noted on the device: cracked battery tube threads, cracked reservoir tube lip, and cracked case near the display window corners.